Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues were encountered and the balloon was sticking to the stent. The physician predilated the circumflex artery and placed a taxus express2 drug eluting 3.0x28mm stent over the lesion. The stent deployed at 9-10 atms. After the balloon had completely deflated, the balloon was sticking to the stent. Soon after the balloon was removed, the vessel closed down. The physician was able to open the circumflex artery by dilating the vessel with a balloon. The pt condition is reported as satisfactory/good.